Event description:
Caller reported a cartridge alarm labeled as cartridge alarm 30. Blood glucose level was reported not to exceed 500 mg/dl, indicating it remained within a safe range. Technical support decided to replace the pump as a resolution after confirming cartridge alarms with consecutive cartridges.